Event description:
The computer and flashcard were returned for analysis on (B)(4) 2013. No anomalies associated with the handheld computer performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
Manufacturer follow up with the reporter's vns computer revealed the reporter was using the computer while it was plugged into the wall outlet, which is not recommended. The sql error has not recurred to date. However, it is suspected the software database may be corrupted and causing the sql errors, and that the errors will continue to occur. Attempts for return of the computer are in progress.

Event description:
Reporter indicated that a vns handheld computer was exhibiting an sql error when attempting to use it. A test generator had not been used at the time, and the sql error later resolved with troubleshooting. Attempts for additional information and return of the computer are in progress.